Event description:
It was reported that rv (right ventricular) and atrial impedances were undefined, at greater than 9999 ohms. Both leads were checked and found to be normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial testing revealed a normal output condition when programmed to odo unipolar configuration and anomalous output conditions. Further testing found this was the result of lifted bond wires.